Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope. Boston scientific technical services (ts) was contacted for assistance and reviewed remote monitoring data. Ts found no recorded episodes at the time of the syncopal episode and all device measurements were within expected ranges. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the patient was hypotensive, experienced dyspnea and a three pound decrease in weight since the prior week. Medications were changed to address the patient's symptoms. This device remains in service. No additional adverse patient effects were reported.